Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate the device were confirmed in the laboratory. Final analysis found the device was received from the field without telemetry and battery had reached end of service. The total projected longevity based on the field settings was 9.28 years. The device reached end of service in 1.68 year. After an x-ray evaluation, the device was cut open and connected to an external power source. The device was tested on the bench, but the results appeared normal. The interrogation anomaly observed on the field was caused by premature battery depletion consistent with latch-up condition which could not be replicated during analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited inability to connect to the transmitter and the patient was brought the clinic for a device check. Upon examination, the device was unable to be interrogated and had no response the magnet applied. The patient was reported experiencing bradycardia due to the premature battery depletion of the device. On (B)(6) 2020, the device was successfully explanted and replaced. The patient was reported to be in stable condition following the procedure.